Event description:
It was reported that during ventilation in prvc (pressure regulated volume controlled) mode, the I:e ratio remained the same event if higher ventilation frequency was set. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
This is a general question/request. No ventilator serial number was provided. It was reported that during ventilation in prvc (pressure regulated volume controlled) mode, the I:e ratio remained the same event if higher ventilation frequency was set. This is a general request to get a ventilator warning in situations described in more detail by a received support case and picture. This could indirectly be handled through clever use of ventilation modes and alarms, but no direct way of control exists. The request has been forwarded to r&d for potential future improvements. H3 other text: 4117.